Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that intermittent falsely decreased architect creatinine results (below assay linearity) were generated for patient samples that retested within the normal range. The customer provided the following example: sid 72: <0.02 retest 3.16 reference range: male 0.7 - 1.3, female 0.6 - 1.6 mg/dl the initial result below assay linearity was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found foam/bubbles in the bellows set,incl rod & fitting (rohs) and aero c8k pop vlv. The fsr replaced the aero c8k pop vlv and bellows set,incl rod & fitting (rohs), which resolved the issue. Return testing was not completed as returns were not available. The instrument service history review for (B)(6)revealed no additional service tickets associated with false decreased patient results. A review of tracking and trending for the architect c8000 did not identify any trends. A review of tracking and trending for the aero c8k pop vlv and bellows set,incl rod & fitting (rohs) did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect c8000 for serial (B)(6) or the aero c8k pop vlv and bellows set,incl rod & fitting (rohs) were identified.

Event description:
The customer stated that intermittent falsely decreased architect creatinine results (below assay linearity) were generated for patient samples that retested within the normal range. The customer provided the following example: sid 72: <0.02 retest 3.16. Reference range: male 0.7 - 1.3, female 0.6 - 1.6 mg/dl. The initial result below assay linearity was not reported out of the laboratory. No impact to patient management was reported.